Event description:
It was reported that during a routine maintenance check by a stryker field service technician on the system 7 sagittal saw, the initial pull of the trigger caused the saw speed to spike, then run at normal speed. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of saw speed running faster than corresponding trigger pull was duplicated. During the device evaluation it was noted that the handpiece exhibited uneven rotor magnet strength, which caused poor startability and high current. This could cause or contribute to the speed spiking upon initial trigger pull. The rotor assembly was replaced and the device was returned to the customer.